Event description:
It was reported a crack is suspected on the EKG (electrocardiogram) port. EKG signal is unclear with lots of noise in all be but lead 1 despite changing the cables. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the link electronic module (lem) circuit board was replaced due to open/cracked solder joints on the electrocardiogram (ECG) connector. The hard drive was reconfigured and software was reloaded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.